Manufacturer narrative:
Device is for treatment, not diagnosis. Placeholder.

Event description:
The doctor discovered the plate was broken during a follow-up visit while performing an x-ray. The break resulted in a non-union and was a less than desirable result. The plate was broken at a screw hole but it is unknown which one. The surgeon removed the broken plate and repaired the non-union with an 18 hole blade plate. The plate will not be returned because the patient requested to keep the hardware. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant date: unknown date in (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.